Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.there are two possible devices involved in the event as follows:pds ii plus antibacterial suture.pds ii (polydioxanone) suture.

Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2011 and suture was used for continuous abdominal fascial closure. The patient developed superficial wound infection of about 2 cm in length at the lower wound pole on (B)(6) 2011 and was treated with opening of the lower wound pole and lavation. The current status of the patient is listed as resolved. It is unclear at this time how the suture used for facial closure was related to the anastomosis insufficiency.